Event description:
It was reported the pt's scs system has been nonfunctional for a couple of years. It is unk when the pt last charged or used her scs system. The pt has misplaced her programmer and charger. The sjm representative met with the pt and was unable to communicate or recharge her system. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.